Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Customer¿s blood glucose level was over 33 mmol/l. Customer was treated with the insulin pump. Customer experiencing the symptoms related to the high blood glucose was nausea, vomiting, abdominal pain and mood swing. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Troubleshooting was done for the high blood glucose. The pump will not be returned for analysis.